Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values three days after the sensor was inserted in the abdomen. At the time of the event the patient was lying in her bed when suddenly her device kept giving her high alert. After that, the patient is not sure anymore what happened, but at an unspecified point she lost consciousness and woke up in the emergency room in the hospital. Her husband explained to her that he called an ambulance to take her to the hospital because of her low blood glucose readings. The patient did not experience any symptoms before passing out and at an uncertain time during the event, the cgm was reading high, and the blood glucose reading was 33 mg/dl. The patient cannot recall the medication she was given but she can remember they gave her juice. The patient was discharged from the hospital on the same day. At the time of the report the patient was in a good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.